Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the healthcare provider implanted the implant much deeper than their previous implant had been. Patient stated they couldn't feel all four corners of the implant, that they could only feel one end of it. Patient services asked the patient if they had had any falls or traumas that could have led to the issue and the patient stated no, but they'd always had a hard time finding the implant site to charge since they got their current implant in (B)(6) 2024. Agent had the patient cross their leg and lean forward to bring the implant a little closer to the surface of the skin and the connection was lost again but then the patient was able to begin a charging session with excellent connection. The patient was still charging the ins at call's end and stated they would follow up with their hcp about the issue and that hopefully they could stay connected now to fully charge the implant to 100%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of communication difficulties was determined, and it was most likely because the patient's battery was not easy to locate; it was deep. The patient stated once they knew what the problem was, they were using their scar as their benchmark. The patient stated if that failed, they would go back to the surgeon. The issue had been resolved. The patient stated the cause of implant being implanted deeper was determined, and they stated it was due to the surgeon's placement. The patient repeated that they were using the scar as their benchmark and they were doing ok now. The issue had been resolved, and no further action would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.